Event description:
It was reported that the fusion oxygenator, cardiotomy venous reservoir (cvr) and recirculation line were set up and connected to a patient. After approximately 3 to 4 hours, foaming was observed in the cvr and the oxygenator pressure increased. Blood then began spurting from the recirculation line of the cvr, and the perfusionist perceived a risk of oxygenator rupture. Following the spurting, the oxygenator was disconnected and the case was terminated. There was no adverse patient effect associated with this event. Medtronic received additional information that foam was observed in the cvr. The same oxygenator was used to complete the case. The amount of patient blood lost as a result of the leak was not measured. A blood transfusion was performed as a result of the leak. The leak was not from the recirculation line, but from the oxygenator itself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.